Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 546 mg/dl. The symptom that the customer get from high blood glucose is nausea. Customer was assisted performing a 5.0 unit. Customer states the insulin exited. Recent high bg event began on (B)(6) 2017 at 4:30pm. Infusion set was last changed on (B)(6) 2017. Customer reports they have not contacted their healthcare provider regarding their high blood glucose level. Customer feel ok to troubleshoot. Customer unable to determine the cause of the issue. There are small soda bubbles in the set. Customer declined to check their settings. Customer has been advised to change the set when she arrives at home. Additionally, she been advised to call back to complete the troubleshoot.